Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately twelve days post-implant, the surgeon reported a pump stoppage event noted on the alarm history screen of the system monitor. Reportedly, the patient was asymptomatic and was stable throughout the event. A recent echocardiogram that was performed revealed that the lvad was functioning normally with the aortic valve closed at a pump speed of 9000 rpm. A system controller issue was suspected, particularly, concerning a pump stoppage event seen on the alarm history screen. The system controller was exchanged. A review of the log file data submitted at the time revealed that there were multiple pump power elevations on (B)(6) 2014, ranging from 10.6 watts to 25.5 watts. The majority of the pump power elevations were "pi events." On (B)(6) 2014, there were multiple low flow hazard events, a couple of reduction in pump speed events, and a brief pump stoppage event while the patient was connected to a 14v power module patient cable. No further information is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of a pump stoppage was confirmed based on the information contained in the data log file retrieved from the returned system controller. On several occasions the pump speed dropped below the low speed limit and multiple motor stopped events were recorded. The returned system controller was functionally tested using the manufacturer's laboratory equipment and was found to function as intended. The system controller operated while connected to a mock circulatory loop with no atypical events or alarms noted. A pump stop was not reproduced. The patient remains ongoing with pump support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.